Manufacturer narrative:
(B)(4).

Event description:
It was reported that the staff received a system error 3 message. As a result, the staff swapped the pump, and the pump was sent to biomed. There was no report of patient complications, serious injury, or death.

Event description:
It was reported that the staff received a system error 3 message. As a result, the staff swapped the pump, and the pump was sent to biomed. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "system error 3 alarm" is not confirmed. The returned m-force motor driver assembly and the cpm board passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.